Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("immobilizing pain in lower abdomen") and alopecia ("hair loss"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lethargy ("constant lethargy") and phantom limb syndrome ("phantom pains"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain lower, alopecia and phantom limb syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, lethargy, pelvic pain and phantom limb syndrome with essure. Concerning the injuries reported in this case, the following one was reported via social media: pain lot number: 634989 manufacturing date: 2009-04 expiration date: 2012-04 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036292) on 23-jul-2014. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("immobilizing pain in lower abdomen") and alopecia ("hair loss"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lethargy ("constant lethargy") and phantom limb syndrome ("phantom pains"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, abdominal pain lower, alopecia and phantom limb syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, lethargy, pelvic pain and phantom limb syndrome with essure. Concerning the injuries reported in this case, the following one was reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Lawyer, date of insertion, date of removal added. Removal surgery added for event pelvic pain. Case became potential legal and serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.